Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the spain. The patient reported that infusion set cannula were kinked within 3 hours of insertion. The infusion set was in use for a few hours. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.